Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: (B)(6) 2025. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon was allegedly would not release from the protective sheath in the packaging. It was further reported that the balloon was pulled off with kelly¿s forceps and the balloon allegedly got pulled away and was completely detached from the catheter. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the pta balloon allegedly would not release from the protective sheath in the packaging. It was further reported that the balloon was pulled off with kelly¿s forceps and the balloon allegedly got pulled away and was completely detached from the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was received for evaluation without its balloon protector. Complete circumferential detachment was noted to the catheter shaft at the glue joint proximal to the balloon. The balloon was returned detached from the catheter shaft leaving the inner guide wire and inflation lumen wires exposed. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is inconclusive for the reported difficult to remove packaging material as no evidence of the failure could be determined. However, the investigation is confirmed for the reported detachment as the balloon was noted completely detached from the catheter shaft at the bond joint. A definitive root cause for the reported difficult to remove packaging material and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 02/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.